Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was located on the patient's front. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the device periodically for relief. The doctor also prescribed an unspecified powder. Follow up indicated the irritation improved.